Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was incorrect; cause was not known. Customer's blood glucose was 233 mg/dl. Tandem technical support reviewed pump data and no issues related to the time/clock were found.